Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported that the patient took 6 units of insulin when the egv on the receiver was 355 mg/dl. The patient was asymptomatic at that time and did not check a bg at that time. An unspecified time after self treating with insulin, the patient passed out due to hypoglycemia. As a result, the patient sustained a bruise on her face near the eyes. The egv at the time of syncope was not specified nor clarified. It was not documented whether a bg was checked at that time. The son rushed the patient to the hospital. There, the bg was very low but the value was not remembered. It was not specified nor clarified what the cgm egv was at the time of the low fingerstick bg. Per documentation, the patient "said she was not given any type of medication and they just let her sugar go up naturally." At the time of the report a month later, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.